Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor is fractured at 16.3 cm, 16.5 cm , and 17.5 cm from the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined impedance, noise, and had a suspected fracture. It was also reported that the right atrial (ra) lead exhibited high/undefined impedance and had a suspected fracture. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.